Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter locked up with the aspiration function unknown during surgery. The product was replaced and procedure completed with no patient harm reported. Additional information and sample have been requested.

Manufacturer narrative:
One sample was returned for evaluation and visually inspected and deemed conforming. Functionality testing was performed and deemed conforming. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. The complaint evaluation does not confirm the probe had a problem with the cutter seizing. The probe performance testing met specification and the cutter did actuate. The root cause cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).